Manufacturer narrative:
This product is not marketed in the us. Secondary surgery, lens explant. Per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a keratoconus eye. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2, -12.00 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017, the lens was explanted due to excessive vault and refractive change over time. The surgeon is making plans to replace the lens.

Manufacturer narrative:
Returned product evaluation found lens returned dry in a lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. A lens work order search was performed. One similar complaint type event was found. (B)(4)

Manufacturer narrative:
(B)(4)